Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the flickering image could not be identified, nor could the phenomenon be duplicated/confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source's image flickered when a scope was plugged in, but was stable with color bars when unplugged. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The customer's unit was tested using olympus scopes and video processor and the image was functioning normally. However, there was an intermittent socket slider switch which caused a high intensity mode failure, therefore the scope socket needs to be replaced. In addition, there was heavy dust inside the unit, minor scratches on the front panel, and a clogged air vent that needs to be cleaned. Lastly, an olympus lamp life meter read the device light output at 272+ hours, which was within range. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.